Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer and his wife reported that the test would not start after a sample was applied to the customer¿s adc blood glucose meter. Customer reported that on (B)(6) 2017 at 10:15 am he could not open his eyes and felt dizzy. Customer¿s wife said she knew the customer had low blood sugar, but couldn¿t perform a test as the meter wasn¿t working. She gave the customer ¿glucose¿ (3 tbsp of honey and juice) and called paramedics. Paramedics arrived at 10:30 am and tested the customer with their meter and received a ¿very low reading¿ (customer¿s wife said they did not provide the exact reading, but it was very low). Paramedics advised the customer¿s wife to give him carbohydrates (peanut butter and toast). At 11:00 am they rechecked the customer¿s blood sugar with a result of 71 mg/dl. Paramedics instructed the customer and his wife to continuously monitor his blood sugar, but reportedly took the customer¿s adc meter with them, leaving the customer without a meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report. Unique identifier (UDI) # has been updated.

Event description:
A customer and his wife reported that the test would not start after a sample was applied to the customer¿s adc blood glucose meter. Customer reported that on (B)(6) 2017 at 10:15 am he could not open his eyes and felt dizzy. Customer¿s wife said she knew the customer had low blood sugar, but couldn't perform a test as the meter wasn't working. She gave the customer ¿glucose¿ (3 tbsp of honey and juice) and called paramedics. Paramedics arrived at 10:30 am and tested the customer with their meter and received a ¿very low reading¿ (customer¿s wife said they did not provide the exact reading, but it was very low). Paramedics advised the customer¿s wife to give him carbohydrates (peanut butter and toast). At 11:00 am they rechecked the customer¿s blood sugar with a result of 71 mg/dl. Paramedics instructed the customer and his wife to continuously monitor his blood sugar, but reportedly took the customer¿s adc meter with them, leaving the customer without a meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and valid serial number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The manufacturer of freestyle freedom meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. Although a valid meter serial number was not provided, a tripped trend review was conducted for the reported complaint and freestyle freedom meters. No trips were observed. DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer and his wife reported that the test would not start after a sample was applied to the customer¿s adc blood glucose meter. Customer reported that on (B)(6) 2017 at 10:15 am he could not open his eyes and felt dizzy. Customer¿s wife said she knew the customer had low blood sugar, but couldn¿t perform a test as the meter wasn¿t working. She gave the customer ¿glucose¿ (3 tbsp of honey and juice) and called paramedics. Paramedics arrived at 10:30 am and tested the customer with their meter and received a ¿very low reading¿ (customer¿s wife said they did not provide the exact reading, but it was very low). Paramedics advised the customer¿s wife to give him carbohydrates (peanut butter and toast). At 11:00 am they rechecked the customer¿s blood sugar with a result of 71 mg/dl. Paramedics instructed the customer and his wife to continuously monitor his blood sugar, but reportedly took the customer¿s adc meter with them, leaving the customer without a meter. No further treatment was reported. There was no report of death or permanent injury associated with this event.